Manufacturer narrative:
During a recent FDA investigation it was observed that we chose not to submit a medical device report for this customer complaint as the complaint could not be substantiated by our investigation. We are dutifully submitting this report as part of the conclusion for this observation.

Event description:
The operator reported to her manager that after or during an xray exposure she heard a bang noise and felt some kind of shock.